Event description:
Name of procedure being performed: unknown. Detailed description of event: complaint 1 of 4: 2021-001971, complaint 2 of 4: 2021-002025, complaint 3 of 4: 2021-002026, complaint 4 of 4: 2021-002027. One of our surgeons has reported an issue with the laparoscopic disposable scissors 5mm x 35cm ref cb030. He reports that this is at least the 3rd time now where they have not worked. They have each time tried changing the diathermy lead and the scissors and eventually they get it to work. He has used a different set each time so I come to the conclusion that it isn¿t necessarily the lead but rather the scissors themselves. Can we report to the company to see if they¿ve had any further issues? I will get it mentioned in chats so other teams are on the look at for any issues. Today they opened a new pack and they worked fine so I can¿t even say it¿s a particular batch as they were from the same lot number. Additional information provided by applied medical representative via email 07sep21: 1407859 exp 25/1/2024. The lot number was not recorded for the first 2 devices used as they thought it was an isolated issue. Events occurred on 24/8/21 and in the preceding 3 weeks. There were no patient impact other than delays whilst we rectified the issues. Unfortunately the devices were disposed of at the point of use as contaminated and sharp devices so disposed as per sharps policy. The issue was apparent from first attempt. Additional information provided by hospital service manager via email 27oct2021: I¿ve spoken to the surgeon today and he says he can¿t remember what settings he was using at the time of each incident. What he can remember is that they asked for the settings to be changed to a higher setting when they found the device wasn¿t working. The also tried it on spray and fulg settings but still couldn¿t get the device to work. They were using the [manufacturer] force triad diathermy machine. He can¿t remember what operations (other than laparoscopic) he was doing at the time either so unable to know exactly what tissue. Patient status: no patient impact other than delays whilst we rectified the issues. Type of intervention: change of diathermy lead and device.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to applied medical. A follow-up report will be provided upon completion of the investigation.

Event description:
"Event date is unknown". Name of procedure being performed: unknown. Detailed description of event: (B)(4). One of our surgeons has reported an issue with the laparoscopic disposable scissors 5mm x 35cm ref (B)(4). He reports that this is at least the 3rd time now where they have not worked. They have each time tried changing the diathermy lead and the scissors and eventually they get it to work. He has used a different set each time so I come to the conclusion that it isnt necessarily the lead but rather the scissors themselves. Can we report to the company to see if theyve had any further issues? I will get it mentioned in chats so other teams are on the look at for any issues. Today they opened a new pack and they worked fine so I cant even say its a particular batch as they were from the same lot number. Additional information provided by applied medical representative via email 07sep21: 1407859 exp 25/1/2024. The lot number was not recorded for the first 2 devices used as they thought it was an isolated issue. Events occurred on (B)(6) 2021 and in the preceding 3 weeks. There were no patient impact other than delays whilst we rectified the issues. Unfortunately the devices were disposed of at the point of use as contaminated and sharp devices so disposed as per sharps policy. The issue was apparent from first attempt. Patient status: no patient impact other than delays whilst we rectified the issues. Type of intervention: change of diathermy lead and device.